Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device component code is related to device problem code for the problem of needle detachment. The complaint device is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed. The voluntary user medwatch number is mw5077142.

Event description:
It was reported to boston scientific corporation that a capio device was used during a procedure performed on (B)(6) 2018 according to the complainant, during the procedure, upon deployment of the capio device on the patient's right side, the dart detached and got stuck in the periosteum of the pubic bone. They then opened the area and the retropubic space but they were unable to retrieve the dart. An op x-ray on the pelvic floor was performed to locate the dart and the dart was shown around the right side of the pubic bone. Several dissection performed in an attempt to retrieve the dart, but they were still unable to retrieve the dart. All other information is unknown. Should additional relevant details become available; a supplemental report will be submitted.